Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by surgeon that he experienced multiple cases of possible diffuse lamellar keratitis from the procedures he treated the day before. There is a total of 4-5 eyes in numerous patients. He did not specify how many patients. Surgeon said they were in both left and right eyes and no trends were identified. He is increasing his steroid drop regimen. No mention of lift and rinsing any flaps. He said all acuities were good. The applications support specialist discussed trying a lower bed energy next surgery day as a trial. While providing surgery support applications support specialist from johnson & johnson observed that surgeon was using durezol steroid drops. Surgeon was advised that the drops were not approved for lasik/photorefractive keratectomy.

Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.